Event description:
It was reported that during a total laparoscopic hysterectomy, the device was making noises and an error code 5 was given. Then one of the scrub techs took the device and activated the device in the air and the blade broke off. The blade fell off into the drapes on the table. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4).